Event description:
It was reported that the patient underwent surgical intervention to explant the ambicor penile prosthesis (app) due to a bulge of the right cylinder and adhesion of the pump to the right testicle. A new app was implanted and there were no additional patient complications reported.

Manufacturer narrative:
Previously, upon receipt of the device at our quality assurance laboratory, this device underwent a thorough analysis. The ambicor device was visually inspected and no leaks were found. One of the cylinders had broken fabric threads at a fold. This cylinder exhibited bulging when inflated. Both cylinders were not functionally tested due to the identified bulging. The pump performed within specifications. Based on the information available, it cannot be confirmed what the cause of the adhesion was. The reason for the reported bulge of the right cylinder was determined to be due to a bulge and broken fabric threads at a fold which were identified during functional testing of the returned components. With the additional information provided on the clinical observations of adhesions, the reported patient symptoms, as they relate to scarring, are known risk associated with implants of these device as indicated in the instructions for use (IFU). This investigation was assigned the most probable conclusion code of cause traced to component failure.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the ambicor penile prosthesis (app) due to a bulge of the right cylinder and adhesion of the pump to the right testicle. A new app was implanted and there were no additional patient complications reported.